Event description:
It was reported that the patient presented to the emergency room with symptoms of nausea and vomiting, weakness, and shortness of breath that had increased slightly over the past several months. Chest x-ray confirmed a pleural effusion. The patient was given medication to treat nausea, and was discharged home. Two days later the patient was found dead in bed. The system was not explanted. It was unknown whether the patient's death was system related. Additional information was received reporting that the cause of death on the patient's death certificate is congestive heart failure due to atherosclerotic heart disease. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. At the time of the retro review, it was noted that the patient had died. The atrial lead was added to the event. There is no allegation from a health care professional that the death was device related.